Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system generated some elevated electrolyte values. Customer reported that the elevated results were reported out of the laboratory. Customer reported that rerunning the same samples produced the correct results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that bi-weekly flowcell cleaning was done. Customer indicated that they were not able to verify the expiration date for the sodium hypochlorite, because the lab has transferred the material to a unlabeled squeeze bottle. Bec field service engineer (fse) found, the ratio pump was leaking air. The fse replaced the ratio pump and verified performance.

Manufacturer narrative:
This report is one of four reports related to four events that occurred on four days. This report is related to MDR #2050012-2012-01366, 2050012-2012-01368, 2050012-2012-01369.